Manufacturer narrative:
(B)(4). Concomitant medical products: m2a-magnum pf cup # item 072830 lot 072830, unk constrained liner. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-10875, and 0001825034-2018-10877. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent revision procedure approximately seven years post initial surgery due to implant fracture, dislocation, impingement and malposition. The cup, liner and head were revised. Attempts to obtain additional information have been made; however, no more is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Revision op notes were reviewed and identified patient was revised due to failed constraint liner with dislocation of left total hip, from documented chronic impingement and malalignment of the cup. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.